Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to increasing blood glucose readings even after treating. Customer's blood glucose readings at the time of the hospitalization were over 700 mg/dl. No further information reported.